Event description:
A discordant result for troponin I (tni) was obtained on a dimension rxl max instrument. The result was reported out and questioned by the physician(s). A new sample was drawn. The new sample and the original sample were run on the same instrument and similar lower results were obtained. A corrected result report was sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument. The cause of the single discordant tni result is unknown.the instrument is performing within specifications. Further evaluation of the device is not required.